Event description:
Per the clinic, the patient experienced pain, skin overgrowth and an infection at the abutment site and was prescribed oral antibiotics (date not reported). The issue could not be resolved; subsequently the fixture was explanted (B)(6), 2014.

Manufacturer narrative:
(B)(4): device currently unavailable.